Event description:
It was reported that this pacemaker stored several ventricular tachycardia (vt) episodes due to detection of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) noted that the v greater than a criteria was met due to the device being programmed to vvi with atrial sensing off. Additionally, review of a stored vt episode showed a few undersensed ventricular beats. Further review was recommended to the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.